Event description:
Affiliate reported that the valve has fractured and broken off. Additional information explained that the patient was closed and reopened.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.